Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The taper is packaged with the baseplate, part 010000589, lot 193690. The baseplate was not revised during this event. Product code: phx. Unique identifier (UDI) #: (B)(4). Concomitant medical products: 113615, comp primary stem 15mm micro, lot 086060. Ep-115396, humeral bearing, lot 902720. 180550, locking screw, lot 430410 (quantity 2). 115388, central screw, lot 988270. 180554, locking screw, lot 802350. 115323, glenosphere, lot 351390. 115370, tray, lot 838650. 115385. Central screw, lot 721600. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-00434.

Event description:
It was reported that approximately 7 weeks post implantation, the patient was revised of the mini taper adaptor and stem due to disengagement of the taper from the baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The taper adapter was returned for evaluation, while the baseplate remained implanted. Both the male and female tapers showed signs of damage, but nothing excessive from an explant. No medical records were received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.